Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was phrenic nerve stimulation and high capture threshold on the lv lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.